Event description:
It was reported that the right workstation monitor was not working. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not duplicate the reported problem. System operates as intended.